Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited high thresholds, a loss of capture and a pacing impedance greater than 3,000 ohms. Evaluation with a pacing system analyzer yielded the same results. A lead dislodgement was suspected. The physician elected to abandon this lead and add a new rv lead. The procedure was completed without complication.